Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure stent damage occurred. The 99% stenotic lesion was located in the severely tortuous and severely calcified distal right coronary artery. The lesion was predilated. The physician advanced the 3.50x16mm taxus express2 stent delivery system to the lesion, but was unable to cross. When the device was removed , the physician noticed that the stent strut was lifted up. There were no pt complications. The procedure was completed with a 3.00x20mm taxus express2 stent. Pt status is reported as "good".